Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) shocking lead exhibited noise and oversensing resulting in an inappropriate shock to this patient. Tachy therapy had been disabled at that time and has since turned to monitor only. A chest x ray was obtained which revealed this rv distal coil was in close proximity to the rv pace sense lead. Technical services (ts) discussed with the field representative, options for the physician in explanting this rv pace sense lead or both rv leads. This rv lead remains implanted at this time. No adverse patient effects were reported. Additional information was received that the rv pace sense lead and device were explanted and this rv pace sense lead remains implanted. No adverse patient effects were reported.